Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Customer complaint was confirmed through motor test. Device immediately alarms system fault 41622 when attempting to run the motor. Debris was found in motor gears preventing operation. Upon further investigation, cracked battery compartment was found. Battery door was also replaced. The device passed all testing criteria after being run through dso/uso sensor calibration and pvt testing. Software was updated. The device was reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.